Manufacturer narrative:
H4: the lot was manufactured june 01, 2023 to june 02, 2023. H10: one actual device was received for evaluation. A visual inspection with the naked eye was performed which noted fluid inside the bag that contained the unit. When the unit was removed from the bag, a cause of the leak was found to be the untightened blue winged cap. White marking and signs of surface roughness were not observed inside the cap when inspected under the microscope. Functional testing was performed by filling the device with green colored water. After the fill and prime, the cap was hand tightened by manually rotating the cap until the cap could not be rotated further. The device was then monitored until the next day and no signs of a leak were observed. Therefore, the reported condition of leak was verified, however the cause of the condition could not be determined. The potential cause of leak inside the bag may be due to a use error by not securely tightening the blue winged cap. The product label, instructions for use indicates the winged cap should be securely connected to the device after filling and priming. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
E1: initial reporter phone no.: +(B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a large volume infusor leaked. There was liquid inside the inner bag (over pouch). This was identified before use. The device had been filled with 4800 mg fluorouracil in 230 ml d5w. There was no patient involvement. No additional information is available.